Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white foreign material in the air/water cylinder and auxiliary water channel. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the knobs wasn¿t twisting, they were locked is likely due to frayed angle wire the probable cause of the malfunction is traced to component failure. The most likely cause of the foreign material in the scope was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope's control knobs were locked and unable to be twisted. There were no reports of patient harm.